Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the customer went to the emergency room (ER) with a low blood glucose (bg) level of 10-30 mg/dl. Suspected cause was the customers personal settings required adjustments. Customer was transported by ambulance and treated intravenously with dextrose at the ER. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.